Manufacturer narrative:
(B)(4). An authorized third party service engineer found the compressor capacitor was faulty. It was replaced and both the compressor and ventilator worked properly.

Event description:
It was reported that during set up, a ventilator generated an air supply loss alarm because an inoperative compressor was not able to deliver air. The compressor was the ventilators primary gas source. There was no patient involvement.